Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted kinked suction tubing and cracked legris fitting to the suction manifold. The tubing and fittings were replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient involvement.